Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08725 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, cracked battery compartment, and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. The pump history file lists 226 boluses on the event date, (B)(6) 2024 . Please see below for the first 10 boluses listed on the event date, (B)(6) 2024 : (B)(6) 2024 00:17:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2024 00:22:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 00:27:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 00:32:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 00:37:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2024 00:42:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 00:47:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 00:52:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 00:57:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 01:02:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) please see below for the daily total of all insulin delivered on the event date, (B)(6) 2024 : (B)(6) 2024 , 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 daily total of all insulin delivered: 200000 (20 u) daily total of basal insulin delivered: 74000 (7.4 u) daily total of bolus insulin delivered: 126000 (12.6 u) there were no auto suspend events on the event date, (B)(6) 2024 . There were no user suspend events on the event date, (B)(6) 2024 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced reoccurring of high blood glucose as a result of possible under delivery. The customer reported blood glucose value of 20 mmol/l. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed and customer has been using the insulin pump system within 48hrs of reported high blood glucose event. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.